Manufacturer narrative:
The device was returned without a specific complaint or event. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. A longevity assessment revealed the device was operating above the elective replacement indicator (eri) voltage level consistent with normal usage. Additional findings observed during analysis indicated a visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
This report is to advise of an event observed during analysis.